Manufacturer narrative:
Submit date: 18/apr/2017. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states the patient had peritonitis and was sent to the or to have the catheter removed. The catheter broke while trying to remove it. The catheter had been in for 8 to 10 months.

Manufacturer narrative:
This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. As no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. No additional information was received for testing and investigation. The available information was analyzed and it did not allow confirmation of a root cause for the event. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. More information was requested from the customer and no additional evidence was provided for this analysis. This complaint will be reopened and updated accordingly if the product sample is returned or if additional information becomes available. The swan neck catheter manufacturing process was reviewed. Tubing is a purchased component accepted after an incoming sampling inspection per procedure. The catheter is assembled manually, according to a relevant formula sheet. A 100% visual inspection for nicks, cuts or blemishes that do not meet drawing specifications takes place at the final stage of production as per manufacturing procedure. Latterly, sampling inspection is performed. In addition, this catheter is subject to a sterilization cycle. The evidence provided is not enough to relate this event to the manufacturing operations, since the product sample was not returned for evaluation. The instructions for use (IFU) indicate that infection is considered as a potential late complication inherent to this medical procedures and therefore it is not necessarily related with the device's performance. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the patient had peritonitis and was sent to the o.r. To have the catheter removed. The catheter broke while trying to remove it. The catheter had been in for 8 to 10 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.